Event description:
It was reported that: the peel-away sheath tore incorrectly. Additional information. The entire sheath was removed from the patient after the incident. Another kit was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer provided two images for analysis. The images show the sheath extrusion torn incorrectly during use on the patient. The customer returned one peel-away sheath for evaluation. Signs of use were observed. Visual inspection of the peel-away sheath revealed that the extrusion did not tear correctly towards the middle of the body. Further analysis revealed that the sheath was split down both score lines partly down the extrusion. The distal end of the extrusion was intact. The sheath extrusion was additionally severed to observe the cross section. The sheath body length from the tabs to the distal tip measured 2 13/16", which is within the specification limits of 2 5/8"-2 7/8" per the peel-away product drawing. The sheath outer diameter measured 0.09345" which is within the specification limits of 0.093" - 0.098" per the sheath extrusion graphic. Functional inspection could not be accurately performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The report that a peel-away did not tear correctly was confirmed through complaint investigation. Visual analysis revealed that the sheath split incorrectly along the score lines. Based on the customer report, the sample received, and previous comments from r & d, manufacturing caused or contributed to this event. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the peel-away sheath teared incorrectly. Additional information. The entire sheath was removed from the patient after the incident. Another kit was used to complete the procedure.

Manufacturer narrative:
(B)(4)